Event description:
Health professional reported an alleged buckle disengagement. The problem was first observed when the pt experienced no restriction, even when the band was filled to 10cc. Fluoroscopy was performed to confirm the buckle disengagement. The lap-band system was removed without replacement.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation. The lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."